Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with no damage to the spike noted but the power was found to be flattened and damaged. A leak test, clear passage test, and clamp function test were performed with no issues noted. The reported problem was confirmed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a mis-spike occurred when connecting the transfer set and the y-set by clean flash. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.